Event description:
The patient was undergoing a medical procedure using a neuron 6f 070 delivery catheter. During the procedure, the physician attempted to pass a microcatheter through the neuron 6f 070 delivery catheter and noticed that it had become kinked. A new neuron 6f 070 delivery catheter was used and the procedure continued.

Manufacturer narrative:
Results: the neuron 6f 070 delivery catheter is ovalized approximately 44.5 cm from the hub and approximately 6.5, 10.8, and 11.0 cm from the distal tip. The distal tip is also ovalized. Conclusion: the complaint has been evaluated. The complaint indicates that the neuron delivery catheter 070 was found kinked when advancing a microcatheter through the lumen. Evaluation of the returned device confirmed and ovalization in the proximal shaft in addition to several ovalizations in the distal shaft and distal tip. This type of damage is commonly associated with mishandling during preparation for use and insertion of the device into the patient. The catheters are 100% visually inspected for damage during processing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.